Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked and was missing the bottom case seal. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was due to normal wear as the pump was over 8 years old. Replaced motor assembly, worm gear, leadscrew, and clutch halves for preventive. Performed preventative maintenance and all the functional testing.

Event description:
It was reported that the pump was defective. No patient injury was reported.